Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; customer suspected pump settings needed settings adjustments. Low bg was addressed by consuming carbohydrates. Emergency medical technicians were called but observed customer only to ensure that low bg resolved. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer acknowledged and confirmed they have an appointment with their health care provider and will discuss settings adjustments.